Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, tissue was sticking to the fenestrated bipolar forceps tip more than usual despite point of care at the sterile table and no visible tissue on the instrument. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage to the grips. The fenestrated bipolar forceps instrument was unable to test on the system due to broken inputs. The grips opened and closed properly. The grips were aligned.